Event description:
It was reported that prior to use, the balloon was noted to be damaged. There was possibly a leak noted during device preparation. The device was not used. There was no patient involvement and no report of a clinically significant delay in procedure. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, the following information was received: it was reported that during device preparation, the protective sheath was difficult to remove. After removal of the protective sheath, it was decided that the device would not be used, so an attempt was made to inflate the balloon. Contrast was seen leaking out of the balloon tip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak in the device was confirmed as a proximal balloon seal separation was noted. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.